Event description:
Dentist states after wearing the mask, he developed an allergic reaction only on his face. He did receive medical treatment by a physician, and was prescribed a 5-6 day course of medical treatment.

Manufacturer narrative:
Awaiting sample from customer. Will file follow up report after the sample is returned and evaluated.